Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call the insulin pump would not exit the preparing to prime loop and insulin squirted out if the tubing during manual prime. The customer¿s current blood glucose was 131 mg/dl at the time of the incident. The customer reported insulin squirting out during the prime process. The customer reported that they had a hard time in the motor moving forward, hears clicking but doesn't move and it finally moves, it will shoot insulin out. The customer was advised to revert to back up plan per health care professional instructions. The insulin pump will be returned for analysis.